Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was the failure of the internal circuit board inside the control section or inside the video connector or the system was caused due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on bending rubber, water tightness is lost, adhesive on bending rubber has a chip, due to wear of angle wire, bending angle in up direction does not meet specifications, and video connector has a crack. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the endoeye flex deflectable videoscope had defective video and abnormal color tone during maintenance. The inside of the octagonal screen turns green, and noise is heard. During inspection and evaluation, due to damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image is not proper. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.